Manufacturer narrative:
Medtronic rep at site was unable to replicate this behavior.

Event description:
A medtronic rep reported the camera on the treon system was cycling during a case. The site reported that this behavior was intermittent. The surgeon completed the procedure with the use of the stealthstation. There was no negative impact on the pt.